Event description:
It was reported the subject device presented a blurry image. The issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rusted nozzle. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to water mist on the objective lens, component failure due to stress of repeated use, external factors, or handling. For the rusted nozzle, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.